Event description:
It was reported that the patient was unable to adjust stimulation. The caller reported that there was a "call your doctor" icon and a power on reset (por) condition. It was further reported that the patient was not getting relief because he was seeing this message screen and he was trying to turn his implant on. It was noted that the patient "was able to clear" and the patient was assisted in turning his device back on. Additional information was requested but was unavailable as of the date of this report.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37743 lot# serial# (B)(4), implanted: 2010 (B)(6), product type programmer, patient. (B)(4).